Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02360. The patient received an scs system, including two leads. It was reported the entire scs system was explanted and not immediately replaced due to pain in the patient's chest wall. Once the scs system was removed, the patient's pain subsided. The explant date was not available. No further patient complications were reported as a result of this event.